Manufacturer narrative:
Retaining testing: control lot: 25 miu/ml hcg urine control lot: hcg 110328-01, 100 miu/ml hcg urine control lot: hcg 110307-01, 202.7 iu/ml hcg urine control lot: hcg 110810-01. Summary results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 mins read time when tested with 25 miu/ml hcg urine control (n=5). Correct positive results were observed at 3 minutes read time when tested with 100 miu/ml hcg urine control (n=5). Clearly positive results were observed at 3 mins read time when tested with 202.7 iu/ml hcg urine control (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Return testing: control lot: 25 miu/ml hcg urine control lot: hcg 110328-01, 100 miu/ml hcg urine control lot: hcg 110307-01, 202.7 iu/ml hcg urine control lot: hcg 110810-01. Summary results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 mins read time when tested with 25 miu/ml hcg urine control (n=5). Correct positive results were observed at 3 minutes read time when tested with 100 miu/ml hcg urine control (n=5). Clearly positive results were observed at 3 mins read time when tested with 202.7 iu/ml hcg urine control (n=5). Conclusion: from return testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with certain and return devices. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product was established.

Event description:
Customer reported a false negative urine hcg result vs serum test with positive result. A (B)(6) female pt had taken a home pregnancy test with positive result. Her last menstrual period was six weeks prior. A serum pregnancy test was performed with a positive result (no quantitative value provided). The caller reported that an experienced technician ran the test and observed that the urine sample looked very diluted and pinkish in color. External controls were run and passed; no timer was used but read time was said to be the three minutes. No urine analysis was performed.